Event description:
New information received indicated an insulation breach was noted on the atrial lead.

Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, the atrial lead exhibited low pacing impedance and over-sensed noise leading to inappropriate automatic mode switch. The lead was capped and replaced on (B)(6) 2023. The patient was stable throughout procedure.